Event description:
It was reported that a patient presented with right atrial lead dislodged. The lead was found to have increased capture threshold. Repositioning was attempted, but helix would no longer extend. The lead was extracted and replaced. No patient symptoms were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Correction: returned information was previously not provided.